Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified large volume elastomeric device had no flow. This was observed after 24 hours of patient infusion with an unspecified antibiotic. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 1416980-2025-02344. All information can be found under manufacturer report number 1416980-2025-02344. Should additional relevant information become available, a supplemental report will be submitted.